Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were not yet recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death. Device manufacture dates: monitor: 7/20/2015, electrode belt: 6/8/2012.

Event description:
A us distributor contacted zoll and reported that a patient passed away on (B)(6) 2017. Prior to passing, the patient received four inappropriate treatments from the lifevest. The patient was reportedly in the hospital at the time of the treatments. At 5:25:50 am on (B)(6) 2017, the patient received an inappropriate treatment. The rhythm at the time of the treatment was motion artifact, and the post-shock rhythm was motion artifact. At 5:26:15 am, the patient received a second treatment. The rhythm at the time of the treatment was motion artifact, and the post-shock rhythm was motion artifact. At 5:26:53 am the patient received a third treatment. The rhythm at the time of the treatment was motion artifact, and the post-shock rhythm was motion artifact. At 5:27:19 am the patient received a fourth treatment. The rhythm at the time of the treatment was motion artifact, and the post-shock rhythm was motion artifact. Motion artifact contributed to the false detection. The patient ended use of the device. The patient passed away the next day,(B)(6) 2017, the exact time of passing is unknown. The patient was not wearing the lifevest at the time of passing.